Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was sent to the operating room for a revision as a result of the issue. The patient¿s physician ¿determined the pocket adaptor was not properly connected¿ during the revision and consequently connected the pocket adaptor ¿properly¿ at that time. It was determined ¿this was the cause of the high impedance and loss of therapy¿ issues, as the patient was ¿receiving effective therapy as previous¿ following the revision procedure.

Event description:
It was reported the patient had impedance problems since the implant of a new implantable neurostimulator (ins) and adaptor. Impedance testing of the patient¿s left brain found ¿c0 and all bipoles were >40000 ohms¿ and testing of the right brain found ¿c6, c7, and all bipoles were >40000 ohms.¿ the patient¿s therapy impedance was ¿normal¿ for the left brain and ¿oor¿ (out of range) for the right brain. The impedances were reported to have been fine during the implant of the ins and were¿amiss since the ins replacement.¿ the patient¿s surgeon reportedly ¿thought everything seemed okay during the adaptor placement.¿ the patient was reprogrammed on the day of their ins replacement (to a program that included contact 7) and reportedly ¿seemed to have benefit but lost it over the course of a few days.¿ the patient¿s healthcare provider (hcp) indicated that contact 7 had an impedance ¿>40000 ohms¿ at the time of reprogramming. The patient¿s hcp had reportedly turned the patient¿s stimulation off without telling him at the time of report and ¿noted the patient had paresthesia on the right side that gave way to benefit for approximately ten minutes.¿ the patient then reported ¿tingling in the right leg and better movement¿ after the ins had been turned off at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.